Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose exceeding 700 mg/dl. The customer's insulin pump had alarmed compromised force sensor system during that time. No further details were provided regarding the hospitalization, and no troubleshooting occurred for the alarm. The insulin pump was not returned or replaced.